Event description:
Upon deployment of stent, this balloon catheter created a dissection which was successfully treated with a twenty minute inflation with a profusion balloon. The pt has not sustained any adverse effect from this event. While no serious injury or illness occurred, surgical intervention was required to prevent pt impact.